Manufacturer narrative:
Updated information: d1 brand name updated. D4 serial number updated. H6 component code changed to g07003. The investigation for the major bleed and stroke has been completed. No product was returned. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
88-year-old female patient admitted for scheduled pci with impella support. Prior to her pci, the patient developed gi bleed and required multiple blood products. She underwent testing to identify bleeding source and was found to have a bleeding diverticuli which was repaired. The patient¿s neurologic status deteriorated and she remained unresponsive. Care was withdrawn on (B)(6) 2025. No symptoms can be directly attributed to the impella pump.